Event description:
When the connecting screw is pushed through the spick wire, the latter remains exactly on the suture, the wire will get stuck in. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The lot number provide is invalid, a review of the device history record could not be completed. The investigation noted a problem with these connecting screws. The wire remains hanging. The entire stock has been controlled and some instruments were also considered. These have been reworked accordingly.